Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to treat lesion with 75% stenosis located in the middle of the lcx. During the surgery, resistance was noticed in the lesion, the physician removed the device and found it was deformed. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: deformation problem. (B)(4).

Event description:
Evaluation summary: the hypotube was kinked approx. 97.5cm distal to the end of the strain relief. Since there is no mention of kink in the event description it is possible that this damage occurred as the device was being re-coiled for return however, this cannot be confirmed. The stent was positioned between the inner shaft markers as per specification requirements and there was no damage noted to any of the stent segments. No damage was noted to the distal tip.